Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 21310785/21310785, model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation and pain at the ipg site. It was also noted that the ipg would not hold a charge and would get warm when charging. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1200 (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing inadequate stimulation and pain at the ipg site. It was also noted that the ipg would not hold a charge and would get warm when charging. The patient underwent an explant procedure.